Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of stent shaft break. Block b1: adverse event correction from blank to product problem. Block h11: the polaris ultra ureteral stent was returned with the suture and a part of the box for analysis. During visual inspection, and device inspection under magnification, it was possible to see that the stent shaft detached. The reported event of stent shaft break will be confirmed. It is possible to conclude that this issue could be caused by operational factors. The retrieval line may be removed before placement at the physician's discretion. If the retrieval line gets entangled in the bladder coil and is removed using excess force, the stent can get detached or separated during the procedure affecting the performance of the device. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported that during the lithotripsy procedure, the stent was torn when the physician passed the stent over the wire. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during the lithotripsy procedure, the stent was torn when the physician passed the stent over the wire. The procedure was completed with another of the same device and there were no patient complications reported.